Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not allowed bolus through insulin pump. The customer's blood glucose value was 328 mg/dl. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.